Manufacturer narrative:
Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the customer had not entered the transmitter ID into the pump. A root cause could not be determined. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond. No additional patient information was available.